Manufacturer narrative:
Block h6, method code 86, was assigned as no product was returned for testing. Code 1562-labeled code 1670 was removed as the product wasn't used against labeled indications.

Event description:
During an av fistula graft procedure, the catheter balloon detached at the proximal bond area on the shaft. An insertion site, higher than the original, to achieve a brachial approach with a snare to assist in catheter removal was performed. No further complications were reported.